Event description:
It was reported that the user experienced pain and burning after inserting a new steel 6 mm contact/detach infusion set and subsequently developed rising blood glucose while the infusion set adhesive was not fully adhered and an additional coupling adhesive was placed over the short tubing, creating tension that partially dislodged the needle and led to insulin leakage. The device involved was the ilet and the highest reported blood glucose was 351 mg/dl. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of user-provided photos and information, and review of the event. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the cannula/needle infusion site with the connector and adhesive placement causing tension and partial dislodgement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.